Event description:
Additional information obtained from the customer stated the user was preparing for a bronchoscopy procedure and no image was seen when turning on the system. The procedure was completed with another similar device and there was no impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that conduction failure of the circuit board inside scope connector occurred due to water that invaded the device from leaked location and it temporarily caused suggested event. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the reported event but occurrence may be sporadic. In addition, there was a leak due to a pinhole in the channel, the play in the angulation lever was out of standard due to wear of the angle wire, and there was corrosion in the control unit and scope connector due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image from the subject device. There was no harm or user injury reported due to the event.